Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramps, pain/ constant pain in lower stomach") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 20183089 / 20196137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and complication of device insertion ("procedure took over an hour to complete"). The patient was treated with surgery (supracervical hysterectomy (uterus only) to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the abdominal pain lower, abdominal pain upper, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, complication of device insertion, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: the doctor had to take a rest between inserts; the procedure took over an hour to be completed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporter (healthcare facility); plaintiff¿s demographic data; essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure lot numbers, essure removal date update ((B)(6) 2016); new adverse events (abnormal bleeding (vaginal menorrhagia), and fatigue, complication of device insertion); imaging exam (hysterosalpingogram); and essure removal method (supracervical hysterectomy (uterus only) to remove the essure implant). Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation"), abdominal pain lower ("severe cramps, pain/ constant pain in lower stomach/ pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 20183089 / 20196137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, vaginal itching, uterine fibroid and fibroids. Concomitant products included naproxen sodium and paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. In (B)(6)2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), complication of device insertion ("procedure took over an hour to complete") and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilation and curettage, hysteroscopy, :ablation and hysterectomy(full) and salpingectomy(bilateral removal of fallopian tubes.). Essure was removed on (B)(6)2016. In (B)(6)2016, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the uterine perforation and fallopian tube perforation had resolved and the abdominal pain lower, abdominal pain upper, fatigue, complication of device insertion and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, complication of device insertion, fallopian tube perforation, fatigue, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the doctor had to take a rest between inserts; the procedure took over an hour to be completed. Date(s) of removal: (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion.. Batch number: 20183089. Exp date:june-2012, man date:(B)(6)2009. Batch number: 20196137 exp, date:aug-2017, man date: (B)(6)2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received. Event added: abdominal pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramps, pain/ constant pain in lower stomach") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 20183089 / 20196137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and complication of device insertion ("procedure took over an hour to complete"). The patient was treated with surgery (supracervical hysterectomy (uterus only) to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the abdominal pain lower, abdominal pain upper, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, complication of device insertion, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: the doctor had to take a rest between inserts; the procedure took over an hour to be completed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Batch number: 20183089 exp date:june-2012, man date:june-2009. Batch number: 20196137 exp date:aug-2017, man date: aug-2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation"), abdominal pain lower ("severe cramps, pain/ constant pain in lower stomach/ pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 20183089 / 20196137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, vaginal itching, uterine fibroid and fibroids. Concomitant products included naproxen sodium and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and complication of device insertion ("procedure took over an hour to complete"). The patient was treated with surgery (hysterectomy(full) and salpingectomy(bilateral removal of fallopian tubes.) And surgery (dilation and curettage, hysteroscopy, :ablation). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the uterine perforation and fallopian tube perforation had resolved and the abdominal pain lower, abdominal pain upper, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, complication of device insertion, fallopian tube perforation, fatigue, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the doctor had to take a rest between inserts; the procedure took over an hour to be completed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Batch number: 20183089, exp date:(B)(6) 2012, man date: (B)(6) 2009. Batch number: 20196137, exp date:(B)(6) 2017, man date: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant condition and medication added. Following event: uterine perforation and fallopian tube perforation added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramps, pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower and abdominal pain upper to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.